Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, the catheter's balloon burst. The case was successfully completed using other devices with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.